Event description:
The handpiece's 'coag' function had self-activated.

Manufacturer narrative:
The device in question was returned to conmed and evaluated. The reported malfunction was confirmed. The sample was dissected and the investigator observed a bent contact which caused the pencil to continuously output energy. The root cause for the bent contact is unknown.

Manufacturer narrative:
Conmed's distributor, (B)(4), originally notified conmed of the reported event. The end-user stated the handpiece had self-activated during the procedure. Conmed has not received the suspect sample yet. Once it is received and evaluated, conmed will file a follow up report.